Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that patient underwent partial excision of sling on (B)(6) 2009 due to erosion, vaginal and groin pain. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that patient underwent removal of colpopexy stitch, release of scar tissue and lysis of adhesions on (B)(6) 2009 due to deep pelvic and right lower quadrant pain, probable scar tissue adhesions and scarred colpopexy stitch. It was reported that patient underwent diagnostic laparoscopy with right ovarian hemorrhagic cystectomy, adnexal adhesiolysis, right ovarian reconstruction with intercede placement on (B)(6) 2012 due to right ovarian hemorrhagic cyst with acute abdominal pain.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.